Manufacturer narrative:
(B)(4). Information was not provided by contact.

Event description:
It was reported that during an unknown procedure the clips were scissoring. The clip was advance into the jaw prior tofiring. The case was completed with another device of the same product code. There were no patient consequences reported. The device has been discarded.